Event description:
Patient was prepared for procedure. Probe test passed and size of lesion was entered into the system. The monitor began to flicker with the green light remaining on. The case was not completed.